Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low potassium (k) result was obtained on a patient sample on the dimension exl 200 instrument. Siemens reviewed the instrument data and determined that calibrations and quality controls (qc) were within expected ranges on the day of the event. There was no indication of an instrument malfunction. A sample integrity issue potentially contributed to the discordant, falsely low k result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.